Event description:
It was reported that when the physician retrieved sessions for the device the patient had received several shocks, some of which were unable to convert. Some undersensing was also observed. Event markers on the stored egm were incorrectly displayed as vs instead of vf. All events were detected as vf events despite what was printed on the egm. No programming changes were made. Patient condition is good.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the device exhibited oversensing on the ventricular channel. The high voltage therapy programmed settings differed from the behavior observed on the stored egms. The device was explanted and replaced upon reaching eos. The patient was in good condition following the procedure.